Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and found that the x-ray doesn't enable and the table can't move (covered in pr 3491586). The fse performed the functional analysis and found that there were issues in the pdu (power distribution unit) module. The fse replaced the pdu dc module to resolve the issues. After the replacement, both issues were resolved and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not enable x-ray. The system was in clinical use. No user or patient has been reported. Philips has started an investigation regarding the reported issue.